Event description:
Intuitive technical support engineer identified error 25521 in the system health report when conducting the error log review. Customer reported that the master tool manipulator (mtmr) from surgeon side console (ssac) stopped working and went to the non-powered position. The procedure was completed as planned with the ssc.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the master tool manipulator (mtm) 2 along with remote arm controller (rac) to solve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was analyzed, and the reported failure, errors 704, 705, and 25521, was able to be reproduced during a voltage test. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical component failure.